Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient was placed on argatroban due to suspicious of heparin-induced thrombocytopenia. Also, that there was high purge pressure alarms. The pump, tubing, and patient were evaluated. The purge line was unclipped from clips on the impella white line and purge pressure dropped to 800-900 mmhg and flows increased to 3 milliliters per hour. The patient remained on argatroban and levophed.